Event description:
Reporter initially noted that probe stopped cutting during the vitrectomy. Changed cassette and probe to complete procedure; no clinical consequences. Patient status was reported as not good, but this was not related to the incident. Additional information received 05/2002 indicated incident resulted in a more severe retinal detachment.

Event description:
Pt status reported as flat retina at present time. Pt is being monitored at another facility.